Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Event description:
According to the report received, patient experienced a myocardial infarction on (B)(6) 2019.

Manufacturer narrative:
A sample evaluation was not performed as the device remains implanted. The manufacturing records were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. The device was implanted on (B)(6) 2017 in the aortic position of a 38-year-old male with an unknown past medical history. Information was received from the patient's wife that the patient experienced a myocardial infarction on (B)(6) 2019 (844 days or approx. 2yr 3 mo. Post implant), specifically ¿mi 100% occlusion of the lad.¿ she stated that patients inr was 2.0 at the time of the event. No medical records were provided to provide further information. With no records for review, we are unable to arrive at a conclusive root cause. No past medical history was provided, including the indication for valve implantation, prior cardiac history, or any concomitant procedures. As such, we rely solely on the wife¿s account that the patient¿s inr was within range prior to and at the time of these events. The device history record (DHR) for the implanted valve was reviewed and confirmed that the valve passed all acceptance criteria prior to its release. No product nonconformities or deviations were found. However, due to the absence of medical records or clinical data, we are unable to evaluate patient condition, anticoagulation compliance, or other contributing factors that may have led to the thrombotic event. Without corroborating medical documentation, a thorough clinical assessment of the conditions surrounding the reported event is not possible. In the IFU it is stated that ¿selection of anticoagulation or anticoagulation/antiplatelet regimen is based on the particular needs of the patient and the clinical situation¿, as each patient requires individualized anticoagulation management determined by their clinical team. Thromboembolism and myocardial infarction are known and recognized adverse events associated with mechanical heart valves and is listed in the device¿s instructions for use (IFU). Thromboembolism has a historical rate of occurrence of (B)(4) per valve-year for mechanical aortic valves per iso 5840. References: iso 5840-2:2021 (e) cardiovascular implants - cardiac valve prostheses, annex I. On-x instructions for use including aortic valve inr 1.5-2.0 update. Http://www.onxlti.com/IFU. This report is being submitted as required and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.